Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy calcification. The 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced, but could not cross the lesion. During an attempt to pull the sds back into the guideliner, resistance was noted; therefore, all the devices were removed as a single unit. After removal, it was noted that the stent dislodged, and remained inside the guideliner. Dilatation was performed and the lesion was stented successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned. Stent dislodgement was confirmed via returned device analysis. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Difficult to remove from the guiding catheter could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.